Event description:
During implantation, two screw heads broke off. Screw shafts still remain in pt and were not able to be removed. No second surgery will be performed to remove the broken screw shafts.

Manufacturer narrative:
Device is not available for eval. If further info is acquired the adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.